Manufacturer narrative:
Submitted: 01/25/2016. The pump has been returned and evaluated by product analysis on 01/12/2016 with the following findings: device evaluation: on investigation, the battery compartment was found to be cracked at the case seal below the bumper. .

Event description:
The pump was returned for investigation. Investigation revealed case damage. This report is made based on results of investigation completed on 01/12/2016.